Event description:
It was reported that a home patient (hp) received a system error 2240 (air in line) alarm. This occurred on the homechoice (hc) during the initial drain of peritoneal dialysis (pd) therapy, while the hp was connected to the hc device. There were no issues with the set up or damage to the supplies found that would have caused or contributed to the alarm. During troubleshooting, the technical service representative (trs) assisted the patient to clear the alarm, end therapy and start over with new supplies. Proper procedures were reviewed per the user manual with the patient. There was no adverse event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up report will be submitted.